Event description:
The customer reported that inconsistent paddles messages were noted on the event summary during scheduled maintenance involving a software upgrade.

Manufacturer narrative:
Philips quality investigators verified this failure which is consistent with an incomplete electrical connection between the therapy cable and the therapy port. The therapy port and the therapy cable were replaced to resolved the failure.